Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 75mcg/day via an implantable pump. It was reported that the patient presented into the clinic on (B)(6) 2021 with complaints of swelling at the pump pocket site and a softball sized protrusion of fluid at the pump pocket. Fluid was aspirated and tested and found to have baclofen and glucose (csf). The environmental, external or patient factors that may have led or contributed to the issue was the patient recently had a pump replacement and it would seem that the pump wasn¿t properly connected during the procedure. The diagnostics and troubleshooting performed was the patient was brought into or (operating room) for exploration of pump and catheter. The pump connector was found to not be attached properly. The pocket was opened, drained and swabbed for potential infection. Once the pump was visualized a gentle pull dislodged the catheter from the pump. The catheter and pump nozzle were cleaned and re-attached. The pump was twisted and a firm tug was given to the catheter to ensure the connection. 2cc was aspirated from the catheter access port to confirm patency. The pump was primed and the patient proceeded on her normal dose without complication. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.